Manufacturer narrative:
The UDI is not provided as the device was manufactured prior to the requirement.

Event description:
It was reported that the patient has high impedances on their scs lead. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
It was reported the patient had high impedance on all but 2 contacts and they lost therapy. The patient system was replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs system was explanted and replaced.